Manufacturer narrative:
Complaint evaluation: the field service engineer (fse), evaluated the device. And determined, the external data card is malfunctioning. The device needs an external data card. Customer resolution and conclusion: upon conclusion of the evaluation. It was determined, that the external data card requires replacement. It was replaced. The device passed testing. And was put back into service.

Event description:
It was reported to philips that the device has message, "unable to export configuration." There was no patient involvement.